Manufacturer narrative:
Additional information: a2, a4, b2, b5, b7, h6 (patient codes), corrected information: (plant investigation), (method: removing c91978) second clinical investigation: there is no documentation in the complaint file of a temporal or causal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient hospitalization for acute pancreatitis with resulting acute peritonitis. Additionally, there is no allegation of a device malfunction or deficiency or cycler set defect reported for this event. The acute peritonitis was attributed to being caused by the patient¿s acute pancreatitis. Inflammation of the pancreas is a known cause of secondary peritonitis. Pancreatitis is an inflammation of the pancreas. Patient¿s with end stage renal disease, in particular, those on pd therapy, and patients that are female and of an older age are at increased risk for acute pancreatitis. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s acute pancreatitis resulting in acute peritonitis with hospitalization. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. There was no record of any lots of cycler sets shipped to the customer. A review of the device history record (DHR) was not possible. A risk management review identified the harm trend as a known risk. As a physical evaluation and DHR could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
Additional information was received from the pdrn. The patient presented to the hospital on (B)(6) 2020 with abdominal pain, nausea, vomiting and diarrhea. The patient was admitted and subsequently diagnosed with acute pancreatitis and acute peritonitis. A pd effluent culture was obtained but resulted negative for growth. The patient was administered antibiotics with vancomycin and ceftazidime (route, dose, frequency, and duration unknown). The cause of the peritonitis was attributed to the acute pancreatitis. The cause of the acute pancreatitis was not documented. The patient does not have a history of acute pancreatitis. The patient was discharged to home on (B)(6) 2020 and continues to complete pd therapy utilizing the liberty select cycler.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the reported peritonitis and hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and the utilization of the liberty select cycler with cycler set. Additionally, there is no allegation of a device malfunction or deficiency or a cassette defect reported for this event. All pd patients are at risk of peritonitis due to a compromised immune system and dialysis techniques increasing the potential of microbial contamination. Based on the available information and no allegation of a malfunction, deficiency or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event with hospitalization. Additionally, the liberty select cycler can be excluded as the cause of the patient¿s pancreatitis. Pancreatitis is an inflammation of the pancreas. Patient¿s with end stage renal disease, in particular, those on pd therapy, and patients that are female and of an older age are at increased risk for acute pancreatitis. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the lots of products shipped to the patient for the three (3) month time frame prior to the event occurrence date. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process associated with the reported event. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The product lots involved met all specifications for release. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient on was hospitalized due to pancreatitis and peritonitis. There was no allegation that a fresenius device, drug, or product contributed to the reported event. Additional information was requested from the patient¿s peritoneal dialysis registered nurse (pdrn). The pdrn reported the patient was discharged from the hospital on (B)(6) 2020. The reason for the hospitalization was unconfirmed. The patient had been utilizing the liberty select cycler without issue post-discharge. The pdrn could not provide any additional information as they were pending medical records from the hospital.